Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of myocardial infarction is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the patient presented with unstable angina. The lesion was observed in the left circumflex (lcx) and distal left main coronary artery with mild calcification. The left anterior descending (lad) coronary lesion was pre-dilated and the 3.0x28 mm xience xpedition stent was implanted. A 3.0x23 mm xience xpedition was also deployed. The lcx lesion was crossed and pre-dilatation was performed and the 3.5x33 mm xience xpedition stent was implanted and a 3.5x28 mm xience xpedition was also implanted. The patient was discharged to the cardiac care unit and after 24 hours there were electrocardiogram (ECG) changes and the patient died before coming back to the cath lab. No autopsy was performed. A myocardial infarction was suggested due to the ECG changes. The xience xpedition stents reportedly did not cause or contribute to the patient death. No additional information was provided.